Event description:
An (B)(6) male with left upper arm av graft that has thrombosed. Patient to ir for av dialysis fistulogram and pta venous, dialysis graft declot, complications: tip of teratola device retained at venous valve. Viabahn stent placed across the venous anastomosis and overlying the device tip. The left arm was prepped and draped in the usual sterile fashion. Ultrasound was used to evaluate the graft. Was confirmed be thrombosed. An image was saved for the patient's permanent medical record. With direct ultrasound guidance, 1% lidocaine was used and access to the fistula in a central direction was achieved with micropuncture technique. A 7 french sheath was placed. Over wire, catheter was advanced to the subclavian vein. Central veins are widely patent. The 7 french sheath was placed. A rotational thrombectomy device was used throughout the graft. A 7 mm balloon was used across the venous anastomosis and into the basilic vein. The additional thrombectomy device was again used. Following this, it appeared that the tip was retained at a venous valve just after the anastomosis. There was still residual stenosis at the anastomosis. Therefore, a 7 mm x 5 cm viabahn stent was positioned and deployed across the venous anastomosis. This covered the retained tip. The stent was postdilated to 7 mm. The graft was then accessed towards the arterial anastomosis as described above. 7 french sheath was placed. A wire was passed through the arterial anastomosis. An over-the-wire fogarty balloon was used to pull the arterial plug. There appeared to be good flow following this. Reflux imaging demonstrates stenosis of the artery at the anastomosis. Initially, this appeared to possibly be secondary to vasospasm. After allowing for some time, a repeat reflux imaging was performed which demonstrated persistent stenosis. Nitroglycerin was administered via a kmp catheter at the anastomosis. Again repeat imaging demonstrates persistent stenosis. Therefore, a wire was passed through the arterial anastomosis. This area was treated with 4 mm balloon angioplasty. Follow-up imaging demonstrates a good angiographic result. There is brisk flow through the graft without any residual thrombus. Because of the patient's anticoagulation with inr of 2, pursestring sutures of 3-0 prolene were used at the sheath sites and the sheaths were removed.